Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2008 due to aseptic loosening. During the procedure, the acetabular cup was replaced. It was further reported an additional revision procedure occurred on an unknown date due to an unknown reason.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.